Event description:
Pt reported that their device quit working (device is not delivering insulin). Device appears to prime without difficulty and no errors have been generated by the device, but pt never sees or feels insulin exit the infusion set tubing. Pt alleged that they have been experiencing high blood glucose (in the 400's [mg/dl]) due to the device not delivering insulin. Pt was also positive for high ketones according to at-home test. Pt switched to back-up device, and stated that the back-up device is working fine. No treatment was received as result of this event.